Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and possible over delivery of insulin. Customer advised they did not feel good and their blood glucose level was 35 mg/dl. Customer treated their low blood glucose levels via food. Troubleshooting was performed. Customer alleged the insulin pump over delivered insulin which resulted in low blood glucose. The insulin pump will not be returned for analysis.